Event description:
Boston scientific received information that this pacemaker device exhibited low out-of-range pacing lead impedance which triggered the lead safety switch (lss). It was noted that several atrial episodes with noise which was oversensed with pacing inhibition but did not result to asystole of more than 2 seconds. The lss alert was reset and daily measurements were stable. During general device changeout for normal battery depletion (nbd), the ra lead insulator was found out to be damaged. The insulation issue was not conclusively determined. The pacemaker was explanted and was replaced with a new one successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.